Manufacturer narrative:
(B)(4). Date sent: 4/1/2024 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? Not known. If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Not known did the jaws eventually open? Not known this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy procedure that the device would not open. Another like device was used to continue with the procedure. No further information was provided. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4), date sent: 4/18/2024. D4: batch # 781c38. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/3. The articulation mechanism was noted to be damaged as would not hold the articulation setting. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information.   Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the distal channel retainer is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 781c38, and no non-conformances were identified.